Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided information on resetting the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support again if the issue reappeared.